Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample and one photo were provided to our quality team for investigation. Upon visually inspecting the photo and returned product, a plastic piece was observed inside the syringe. The piece was further evaluated and identified to be a broken piece of a plunger from a different product as this plunger was complete. A device history review was performed for reported lot 1909267, finding one annotation related to the alleged defect. During the assembly process, a incident was detected in the assembly machine that caused plungers to become jammed within the equipment. Once identified, product was inspected and five impacted units were scrapped. It was determined the issue you reported is related to this malfunction, the broken plunger piece falling into the product reported. We have notified manufacturing personnel of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Investigation conclusion: it has been 1 used sample of 50 ll without blister and 1 picture. Upon visual inspection of the sample and picture received, it can be observed one plastic piece inside the syringe. Piece inside the syringe is extracted and it can be confirmed it is a piece of plunger from another syringe (since the plunger of this syringe is complete). It can be confirmed it is a piece of plunger from another syringe. DHR of lot 1909267 has been reviewed finding an annotation or deviation regarding the alleged defect. During assembly process incidence was detected in assembly machine that caused jammed plungers. Quality notification was opened and 3900 units were inspected being 5 of them rejected for broken plunger. This defect has been caused because any plunger resulted broken during assembly process and the broken piece fall inside this barrel and it was after assembled. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (B)(4). Visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in pallet#1, and once in pallet#22. Assembly: once in pallet#1, and once in pallet#22. Primary packaging: once in pallet#1, and once in pallet#22. Based on issues identified in manufacturing record, we can confirm that the root cause of the non-conformance is related with breakage of a plunger during assembly process and falling broken pieces inside the close barrel in assembly station. The incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: breakage of a plunger during assembly process and falling broken piece inside the close barrel in assembly station. Rationale: based on qda limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that bd plastipak¿ 50 ml concentric luer lock syringe had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: internally we found that a piece of plastic was present in the sterile 50 ml syringe. It seems to be stuck against the wall.